Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further stated the device was removed and the patient was re-catheterized using another catheter. There were no reports of the patient being harmed as a result of this malfunction. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. There are two cases associated with this product, therefore two separate FDA form 3500a have been generated to address the other cases.

Event description:
It was reported the foley catheter came out from the patient during use.